Manufacturer narrative:
(B)(4). H6 health effect - clinical code - f2304 prophylactic treatment. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient was playing soccer and fell down and landed on the same arm where the g7 sensor was inserted. The next day on (B)(6) 2024, the patient was at school when she noticed there was a small amount of pus coming out of the insertion site and she had the school nurse check it. The nurse called the parent, the parent went to the school and removed the sensor to relieve the pus. The patient developed redness, inflammation, and pus at the needle puncture site. The parent took the patient to the emergency room, and upon ER admission, the patient was immediately given an unspecified cocktail of IV antibiotic medications due to the pus. The parent could not recall the IV medication information. The patient had a negative blood culture test done and an ultrasound which showed no abscess at the sensor insertion site. The patient also had an x-ray of the arm (related to soccer fall) which was negative for fractures. The parent mentioned although the blood test was negative, the patient was discharged home on the same day with a prescription for keflex (cephalexin)10 ml, three times per day for five days, and mupirocin topical ointment. At the time of the follow up contact on (B)(6) 2024, the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.